Event description:
It has been reported to philips that the pacs system was down, preventing any fetched studies from being opened. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. There is no allegation of death or serious injury. Based on the results of the analysis, the problem was unable to be replicated, and the iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable.

Event description:
It has been reported to philips that the pacs (picture archiving and communication system) system was down, preventing any fetched studies from being opened. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Philips has started an investigation of this complaint.